Event description:
In (B)(6) 2008, I was implanted with essure. I am scheduled for a hysterectomy in (B)(6) 2015 to remove the essure implants due to excessive bleeding, clotting, back aches, and fatigue.